Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue of infusion set's cannula being kinked on (B)(6) 2024. The site of insertion was located at abdomen. The blood glucose level of the patient was 178 mg/dl and was treated with manual injection. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available